Event description:
It was further reported that: during preparation for the stenting treatment procedure, resistance occurred upon removal of the stent delivery system from the stylet, force was used and the stent fractured.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure shaft fracture occurred. Upon removal of the stylet from a 4.00x16mm promus element plus stent delivery system (sds), the physician experienced resistance. When the stylet was finally removed from the sds, the shaft was fractured. No patient complications were reported and the patient's status is ok.